Event description:
It was reported that the bd vacutainer® push button blood collection set tubing was "cut" and leaked / "squirted" blood during use while drawing up blood. The following information was provided by the initial reporter: "it was noted that the tubing that connects to the device was "cut" allowing for blood to leak when drawing blood."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing was "cut" and leaked / "squirted" blood during use while drawing up blood. The following information was provided by the initial reporter: "it was noted that the tubing that connects to the device was "cut" allowing for blood to leak when drawing blood."